Manufacturer narrative:
The reported allegation has not been verified as a systemic software or a hardware issue. The cause of the event could not be identified, as the failure mode could not be reproduced during investigation despite repeated internal software testing, and no hardware issues have been found to contribute to the problem in this instance.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter alleged that the reagent positions on the carousel of the benchmark ultra system were shifted by one position. Several staining slides were affected by the issue; one slide was stained white, leading to a negative result and the repeat staining result was positive.